Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier. Failure analysis did confirm the customer reported complaint. The clip applier failed the clip test due to misapplication. The medium-large clip applier passed recognition and engagement tests. The medium-large clip applier could retain clips but not release the clips. Also, the medium-large clip applier had a bent grip, and the tips did not align. The life indicator was found broken too. The life indicator was broken off and not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier did not have enough clamping force. The customer tried to fire the clip multiple times and would not be strong enough to engage. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the issue occurred while attempting to apply the clip and that there was no patient harm due to the issue. The instrument appeared to not have enough force to clamp the clip. The reporter informed that there was no additional information available from the site.